Event description:
Boston scientific received information that this patient presented to the emergency room complaining of chest pain. The patient stated he has passed out earlier in the day. The physician requested the device be evaluated in the future but since the patient was now stable, it was not an emergent request. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific sales representative was contacted to perform a device check in the near future. No other adverse events have been reported. This product issue will be updated if additional information is received.